Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface. Related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Device evaluation. The evo-fc-10-11-6-b device of lot number c2050312 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on june 4, 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review/japanese packaging insert: the japanese packaging insert c-es1608 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: this device is a stent that is endoscopically inserted to dilate the obstruction in the biliary tree caused by malignant neoplasm and maintain patency of the biliary tree. There is evidence to suggest that the customer did not follow the instructions for use. From the information provided it is known that the evo-fc-10-11-6-b device was used in an altered anatomy and this is regarded as abnormal (off label) use. Additionally it is also known that a plastic zebd device was used to complete the procedure. As per clinical input received, the use of this device in an altered anatomy would also be regarded as abnormal (off label) use. As per update to the management of complaints procedure, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause can be attributed to the abnormal use of the device. The user has not complied with the requirements of the IFU/japanese packaging insert with respect to the intended use, indications for use or contraindications of the device. From the information received, the procedure performed was on an altered anatomy. 'Reconstructive surgery by roux-en-y procedure after gastric resection / double-balloon endoscopic biliary stent placement'. As previously mentioned, the IFU/japanese packaging insert states ¿the device is used in palliation of malignant neoplasms in the biliary tree¿. As per engineering input ¿the device is not intended or tested for the use described above. They also used a 0.025¿ wire guide which is use error and contributed to device malfunction. So, the overall outcome is abnormal use which lead to failure of the device. As per clinical input, ¿it is an alter anatomy and the scope had not been tested in this route, thus it was an off-label use/abnormal use. Abnormal use complaints are considered to be beyond any further reasonable means of interface, related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and functional inspection. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause can be attributed to the abnormal use of the device. The user has not complied with the requirements of the IFU/japanese packaging insert with respect to the intended use, indications for use or contraindications of the device. From the information received, the procedure performed was on an altered anatomy - reconstructive surgery by roux-en-y procedure after gastric resection / double-balloon endoscopic biliary stent placement'. As previously mentioned, the IFU/japanese packaging insert states ¿the device is used in palliation of malignant neoplasms in the biliary tree¿.

Event description:
A supplemental report is being submitted due to the completion of the investigation on july 17, 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An evo-fc-10-11-6-b was attempted to be placed for a reconstructive surgery by roux-en-y procedure after gastric resection, however, when the evo-fc-10-11-6-b was inserted and attempted to deploy, the user felt resistance in operating the handle upon attempting deployment. Therefore, the user gave up deployment of the evo-fc-10-11-6-b. The user gave up using a metallic stent and used a plastic stent (a zebd) instead, to continue to complete the procedure. Additional information: the loop shape scope was used because it was a roux-en-y procedure after gastric resection. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement (if any damages were confirmed prior to use) was the package damaged? No what endoscope type and channel size was used? Forceps diameter: 3.2mm, electronic endoscope ei-580bt. What was the position of the elevator? Was it opened or closed? Opened the endoscope has no elevator. Details of the wire guide used (diameter, type, make)? Olympus visiglide2, 0.025inch was the zip port facing upwards and slightly curved when backloading the wire guide? Yes did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes please advise the anatomical location of the intended target site. The common bile duct did the patient require any additional procedures as a result of this event? No stricture information: where was the stricture located in the body? The distal common bile duct stenosis was there resistance felt passing wire guide through stricture? No was there resistance felt passing the evolution through stricture? Unknown was the product inspected for kinks or damage before use? Yes was resistance felt during insertion into patient? Yes questions related to during stent placement: did the product fail during stent deployment or recapture? Upon deployment was the directional button pressed during use? Unknown was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes was the yellow marker kept in view during deployment? Yes are images of the device or procedure available? No the user's comment: the condition was difficult for an endoscope; insertion was difficult both for an endoscope and device, therefore, I had thought a possibility that the stent was unable to deploy. After the procedure, I attempted to deploy the stent outside the patient, the stent was able to deploy without issue. The sales rep's comment: I assume that the evo-fc-10-11-6-b has no issue. No patient health hazards.